Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event has been estimated.

Event description:
It was reported that the patient's lead has migrated out of the epidural space. Surgical intervention may be pending to address the issue. Related manufacturer reference number: 1627487-2019-08561.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention took place on (B)(6) 2019, wherein the lead was explanted and replaced. It is unknown which lead was related to the issue, therefore all the suspected devices are being reported.